Event description:
Reporter alleged blood glucose device reading was too high and went to the hospital. It was reported the customer did not remember exact values however indicated estimated his meter read 500-600s mg/dl and the hospital measured in the 100s mg/dl. The 600s mg/dl alleged is outside the reading range of the device. No treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.